Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server user had not been receiving pyxis reports since 05/28. As a result, the user was unable to complete required daily scheduled medication audits. Additionally, the user reported being unable to log in to pyxis enterprise to manually retrieve the reports, created a workflow disruption and prevented access to audit data. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.